Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Failure was located to physical damage to j2 pin 7.

Event description:
It was reported to philips that the device's battery pins are damaged. There was no reported patient involvement/adverse patient impact.